Event description:
The facility's clinical engineer reported an infusion pump with a 550:320 failure code. The clinical engineer reports it is not known if the pump was in use on a pt when the failure occurred. There was no report of pt injury or medical intervention caused by this device. Info regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device was not available.